Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had seen power on reset twice since (B)(6) 2016. Both times was when the battery had approximately 50%. It was reported that the patient had been able to clear the pors with the patient programmer. The patient was at the office with the manufacturer representative that day and a power on reset was seen on the physician programmer and was cleared by the physician programmer. They had not been around any emi in the last few months. It was reported that the right implantable neurostimulator (ins) connected to cervical leads was the device that the pors were seen on. The left ins had been fine and had not shown any por messages. Both of the patient's devices were implanted in their upper buttock, on the right and left sides. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.